Manufacturer narrative:
Citation: kansal, nagpal, & jetty, (2017), late open surgical conversion after endovascular abdominal aneurysm repair, volume (55) pp 163-199. European journal for vascular surgery, information retrieved from: www.doi.org/10.1016/j.ejvs.2017.10.011 patient code: endoleak, aneurysm enlargement, and conversion to open surgical repair are labeled. Device code: endoleak is labeled. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that approximately 1.21 years after the initial endovascular aneurism repair, the patient had an elective conversion to open surgical repair to treat a type I endoleak and aneurysmal sac expansion. The endograft was preserved during the procedure by proximal aortic banding with a circumferential felt pledget cuff. The aneurysm sac was unopened during the procedure and the outcome of the secondary procedure was reported to be, "uncomplicated." Additionally, it was noted that use of the cook zenith graft was contraindicated due to the patient's anatomy. This retrospective cohort study reviewed all evars performed at the (B)(6) hospital between january 1999 and may 2015. Open surgical conversions after one month post evar were identified. Variables analyzed included indication for conversion, pre-intervention aaa anatomy, endovascular device and configuration, operative technique, re-interventions, complications, and death. The study included 1,066 patients who met the qualifications of the study. Cook devices mentioned: 450 of 1066 were implanted with cook zenith devices. Of the 16 patients requiring late open surgical conversion, 4 (25%) patients were implanted with cook zenith grafts, 12 (75%) patients were male, and the average age was 79 years old. MFR. Report # 1820334-2018-01273 has been created with information obtained from a literary source. This case is related to MFR. Report #s 1820334-2018-01274, 1820334-2018-01275 and 1820334-2018-01426 that were written for the other three patients. Additional information was requested regarding event date, medical records, device information, procedural imaging, and if the event was previously reported to cook. The user facility reported that there was no available information to add to the report.

Manufacturer narrative:
Evaluation / investigation: the actual complaint device was not returned. No photograph or imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A review of the instructions for use, quality control data and specifications was conducted. A review of the device history record could not be performed as the lot number of the device was not provided. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure, specifically the correct graft placement location. The IFU also advises on appropriate patient follow-up so that changes in the structure, should they occur, can be identified and addressed before causing clinical problems. According to table 2, i.d. 5, of the journal article, late open surgical conversion after endovascular abdominal aortic aneurysm repair, the conversion indicated a type 1 endoleak with sac expansion after 1.21 years. Endograft preservation was performed. The operative details included: proximal aortic banding with circumferential felt pledget cuff, aneurysm sac was unopened (kansal, nagpal, & jetty, 2017, p.166)." The user facility reported that there was no available information to add to the reports. The study also indicates that the aortic neck calcification exceeded 50% of the neck circumference in one case. Per the study report (kansal, nagpal, & jetty, 2017, p.166). With increasing and wider application of evar, now including patients outside IFU, the number of complications requiring re-interventions and open surgical conversion is increasing. Operators are more often stepping outside device IFU to enable treatment for larger patient population. Late open surgical conversion following endovascular aneurysm repair (evar) may occur more frequently after performing evar in anatomy outside the instructions for use(IFU). Per table.2, it is evident that the IFU was not followed in this case. A type I endoleak often occurs when the anatomy of the aneurysm is unsuitable for evar or inappropriate device selection. However, it can also be caused as the vessel dilates over time (disease progression). Based on the report a likely cause for the type ia endoleak is performing evar in anatomy outside the instructions for use (IFU), resulting in disease progression/sac expansion. Therefore, the likely root cause for type ia endoleak is product use or handling related; did not follow instructions/labeling. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event.

Event description:
No additional information was reported since the submission of the initial report.